Event description:
As reported on medwatch report # mw5186242: describe event or problem: patients' IV hub was found in his bed without IV catheter attached to the hub. The catheter was palpable in the patients left upper arm and unable to be removed manually. Ultrasound identified the catheter to still be in the cephalic vein. Vascular surgery recommends conservative management due to the patients age and comorbidities, so 81mg of aspirin was started daily.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.